Event description:
It was reported that the reservoir was emptied in thirty six hours, and the customer had a hypoglycemia episode of 0.38 mmol/l. It was stated that after downloading the insulin pump, it was discovered unexplained cannula priming of 8.0 units done during night. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united stated.

Manufacturer narrative:
The insulin pump download history files shows multiples 8.0 unit fill cannula fixed prime deliveries from (B)(6) 2012 through (B)(6) 2012. The last recorded 8.0 unit fill was on (B)(6) 2012. The button event file was overwritten, unable to verify if fill cannula fixed primes were manually programmed by the customer. Unit was programmed, monitored and no unexpected fill cannula fixed prime delivery anomaly noted. Unit was programmed using the fill cannula feature, the fill cannula delivered properly and it was properly recorded in the reservoir set menu history screen. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Unit was programmed with multiple basal and bolus profiles, unit was monitored and all basal and bolus delivered properly, and they were properly recorded in the history files. Unit had scratched display window.